Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage.the analyst noted the full lead was returned with a stylet in the lead with the helix extended and tissue in the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and diaphragmatic stimulation approximately three days post implant. It was noted the right ventricular (rv) lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.